Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was suspected on the device. Device was at eri prior to explant and on device explant advisory. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory via review of the stored egms. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.